Event description:
On (B)(6) 2012, the patient reported that the pump lost five minutes in about four hours. The patient noted that the time was compared to the atomic time on the computer. No effects on insulin delivery or blood glucose were noted. This complaint is being reported because of the allegation that internal clock did not meet specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation but investigation is not yet complete. When the investigation is finished, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box indicated a manual time change on (B)(4) 2012 during two instances: one from 10:54 pm to 11:54 am, and another from 11:54 am to 11:24 am. There were no alarms related to the event observed in the alarm history. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.